Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's reservoir was leaking. Blood glucose level at the time of the incident was 150 mg/dl. Customer stated that the reservoir leak occurred during pump use and that there was insulin visible inside the device. Caller reported that insulin was leaking past the second o-ring. The customer did not accept a replacement reservoir, but agreed to return the product for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used reservoir found the reservoir had a large crack at the top of the reservoir. Unable to perform pre-fill test and the leak test due to crack found at the top of the reservoir.